Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure event observed during analysis. Final analysis found an insulation abrasion exposing the re cable lumen at 81.6 cm to 82.4 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.